Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that primed the line with bd alaris pump infusion set ref #2420-0007, lot #26025490. Immediately noticed dripping from the area of the safety clamp on the tubing, prior to attempting to place in alaris pump. Cannot see a crack in the tubing itself, but the drip is appearing along the safety clamp.